Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-22497. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited loss of capture and was oversensing noise triggering auto mode switch episodes. Also, the right ventricular lead was oversensing noise. No programming changes were performed.